Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was in the sterile packaging. Interrogation of the device noted that the device was in safety core. Review of stored device memory noted three fault messages for too slow pacing that occurred during the final pack testing. The device was then noted to have entered boot core after the final pack testing. The device was then taken out of boot core and further testing was attempted, however, was unsuccessful as the device again entered boot core due to three resets for too slow pacing. Laboratory analysis noted that at room temperature, the device would not issue the resets and would stay in primary operation, however, at 37 degrees celsius, the device entered into boot core due to the resets. The device case was removed and testing was performed and noted a high current drain and isolated the high current to a mixed mode integrated component (mmic), however, the root cause of the high current drain was unable to be determined through further testing.

Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing. There was no patient involvement.